Event description:
The customer reported a motor error alarm during the rewind process. The customer also stated that he was in the hospital with an infection. The customer's blood glucose reading at the time of the call was 300 mg/dl. Unable to troubleshoot due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor anomaly. The insulin pump had cracked battery tube threads.